Event description:
Incident description: the langston catheter draws back air while in the patient. Upon examination, there is a hole near the hub. The procedure was carried out with no complications to the patient.